Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was not communicating and was not letting users to get medication. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not communicating. The technical support specialist confirmed that the issue was resolved by the customer and no information was provided on how the issue was resolved.